Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.